Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, no flow was showing on the central control monitor (ccm) for the sensor. The user tried to clean the flow sensor and the issue was still there. They cleaned the flow sensor a second time and it worked. The device was not changed out. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) advised the customer to check the flow meter module to make sure light was green. The customer confirmed the light was green. The fsr will not be making any repair visit at this time.